Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR. Corrected fields: h6 (investigation findings should be corrected to 4307-cause traced to component failure). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the xenon light source exhibited the lamp filament is burnt out due to excessive heat compound applied and the coil inside gas tube is corroded due to liquid inside. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight years since the subject device was manufactured. Based on the results of the investigation, it is likely the following led to the malfunction: ¿burnt lamp filament¿ occurred because heat compound was excessively applied to the lamp ¿coil inside the gas tube is corroded¿ occurred because liquid entered inside the device. Olympus will continue to monitor field performance for this device.